Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that upon insertion of the intraocular lens (iol) with lens folding forceps, the intraocular lens immediately showed a straight central mark or tear across its entire diameter, on the same axis as the fold induced by the lens folder. The phenomenon was visible on both operating room monitor and more easily through the microscope. Lens had to be cut and withdrawn/removed from the patient's eye, and another lens of the same model was implanted with no further issue, during the same procedure. Patient was induced extra local anaesthetics to reduce discomfort due to lens removal manipulation and extension of the length of surgery. The issue caused a 15-20 minute delay in surgery. The eye is fine and the vision with the new lens is 20/25 for the first day after the surgery. There is no other problem with the new lens.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection found that the lens was cut by the center (two parts). One of the lens haptic was observed distorted. Loose particles were observed on the lens optic body which is compatible with handling of the lens out of the sterile environment. The condition observed in the lens optic and lens haptics is consistent with a lens that has been handled with sharp surgical tools and cut due to the lens removal process. There was no evidence to suggest any fault on the lens or manufacture of the lens. The lens was handled, inserted into the patient's eye, and then was cut in two parts and removed. Therefore, mark depressions, or a tear in the lens could not be confirmed as a manufacturing related error. The investigation results do not suggest that the complaint lens reported was affected by the manufacturing process. A manufacturing records review was performed for the intraocular lens. Manufacturing record review found that all tests results showed a pass condition. No deviation or no non-conformance (ncr) related to the customer's report was generated. The units were released in compliance with the product intended use as required. Based on the manufacturing record, the manufacturing of the lens was performed according to the product specification. There was no evidence to suggest that the lens was affected by the manufacturing process. No deviations related to the complaint were reported when this production order was manufactured. Based on the investigations results no product deficiency was identified. The lens met specification prior to release. Labeling review: the directions for use (dfu) indicates to transfer the lens, using sterile technique, to an appropriate loading device. Handle the lens by the haptic portion. Do not grasp optical area with forceps. Examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. All pertinent information available to abbott medical optics has been submitted.